Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the reservoir was found. The pump was removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the reservoir was found. The pump was removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump was microscopically inspected. The momentary squeeze (ms) pump tubing was cut down to the pump block, the tubing was not returned for analysis. The ms pump did not pass activation tests. The ms pump passed leak test. The investigation conclusion code of cause traced to component failure was chosen.